Event description:
Reportedly, the patient complained of pain at the site where the device was implanted, and a blood test was performed, which determined that he had an infection. Re-intervention was performed on (B)(6) 2024, and the device was explanted.

Manufacturer narrative:
Platinum dr 1540 (sn : (B)(6) sold and labeled as sterile are manufactured, sterilized and released according to applicable standard operating procedures. Manufacturing data for the subject device: - manufacturing date: 03 december 2021 - use before date: 03 june 2024 - sterilization lot number: s0525 3573 it should be noted that infection is a well-known complication of cardiac pacing/defibrillation systems, which is well described in the literature. The subject device was sterilized and released according to applicable standard operating procedures. Nevertheless, the information provided has been entered into our quality system and will be used for trend purposes.